Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. Analysis of the lead identified that the conductors were crushed; there was no impact to electrical functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1mz48, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient still had bowel dysfunction. It was noted that the patient had a successful trial and was subsequently implanted. Since implant, the patient had seen no benefit from the therapy. The patient still felt the stimulation in the vaginal area and ¿win turned up in the toe¿. They had tried all the original programs. There were no environmental/external/patient factors that may have led to the issue. As troubleshooting/diagnostics performed, the representative discussed the issue over the phone. As actions taken, the patient had tried all 4 programs. The issue as not resolved at the time of report. It was noted that a surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. Additional information was received from a manufacturer representative. It was reported that as of (B)(6) the patient had not responded to the therapy, so they were scheduled for a lead replacement on (B)(6) 2019. On (B)(6) 2019 the patient reported that two weeks post-op the device shocked them in the back. Following that episode their fi symptoms returned and could not be controlled via program changes. The rep checked their impedance and the 0 and 1 electrodes were out of normal parameters. The implant and lead were completely removed and replaced. No further patient complications are anticipated or expected as a result of this event.